Event description:
It was reported that during the implant procedure the right ventricular lead exhibited capture anomalies. The lead was not implanted.

Manufacturer narrative:
Analysis found normal device characteristics.